Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer has received occlusion several times a day since receiving the pump. The customer's blood glucose level was not impacted. Reportedly, the customer has not found any issues with the supplies in the past. The customer declined troubleshooting with tandem technical support at the time of the report. Reportedly the customer would continue to use the pump for insulin therapy.